Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed remote access. The issue was resolved with repeat testing of the same sample. Lower results within physician expectations were obtained within several hours of the original result both from the original tube and after additional centrifugation. Quality control results were within range on the day of the event. The cause of the discordant elevated igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated immunoglobulin g (igg) result was obtained on one patient sample on a dimension vista1500 instrument. The discordant result was reported to the physician, who questioned the result. The same sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated igg result.